Event description:
Caller alleging discrepant low inratio value. On (B)(6) 2013, inratio 1.1, lab 7.3. Time between testing was less than 3 hours. Pt's therapeutic range 2-3. Pt instructed to half warfarin dosage based on lab reading above therapeutic range.

Manufacturer narrative:
Investigation pending.